Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smarttouch bi-directional navigation catheter and experienced noise on all electrocardiograms channels. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and experienced noise on all electrocardiograms channels. The procedure was completed without patient consequence with a similar like device. This event is being reported because bwi can¿t verify that physician had an available signal to monitored patient heart rhythm.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17063937m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference #: (B)(4).